Event description:
The patient presented to the hospital's surgical center for procedure of "laparoscopic cholecystectomy" for bouts of recurrent right upper quadrant abdominal pain. The patient underwent the procedure and the operating team reported that an "epix universal clip applier misfired multiple times. A new clip applier was obtained and it worked with no issues. No patient injury sustained." Documentation from the surgeon's report revealed the "cystic duct cystic artery were identified. The gallbladder was aspirated for decompression and clips placed on the cystic duct and cystic artery times 2 and they were divided. The gallbladder was then dissected out from the peritoneal reflection from the undersurface of the liver." The surgeon further documented "after making sure that the irrigation was clear and there was no more bleeding from the operative site and that the clips had been placed on the cystic duct and cystic artery, the ports were removed." The review revealed the patient did not receive any injury and tolerated the procedure well. The device is available for review.